Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains in patient.

Event description:
The customer reported that: "on (B)(6) 2022, the trauma unit declared an incident involving a drill bit during an osteosynthesis operation by long centromedullary nailing. The patient was hospitalized for a transverse fracture of the middle 1/3 of the left humeral diaphysis. When making the drill bit to put the nail fixing screw, the drill bit broke and remained in the nail. This resulted in not being able to place fixation screws at the proximal level. On the other hand, the fixation screw could be placed at the distal level." There was a 10 minute surgical delay reported.